Event description:
Infant intubated at delivery, co2 detector detected infant was intubated. When bagging there was no apparent chest movement and unable to auscultate breath sounds, readjusting, still no breath sounds or chest movement. Changed bag out; new bag able to see chest movement and auscultate breath sounds with bagging. First anesthesia bag defective causing delay in ventilation. FDA safety report ID # (B)(4).